Manufacturer narrative:
(B)(4). Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date. Additional info has been requested.

Event description:
Pt implanted with click'x 2 years prior. Posterior fixation revision to extended construct in 2010. Tumor in vertebral body and resection at t5 with cement. Screws, rods and locking caps added at t3 and t4 to extend construct from t3-t9 and connect previous rods at t8-t9. Screws removed at t5, new rods and connectors added at t8. Synex ii at t5-t8 and t12 were fine. Pt revised. Xrays showed tumor eroded bone and synex ii subsided. Two screws were pushing through skin at t9 right and left. Rod broke at t8 on right. Synex ii at t6-t7 removed anteriorly (B)(6) 2011. Pt revised. Rods replaced and screws removed at t8 with corpectomy on (B)(6) 2011. Pt revised to posterior fusion on (B)(6) 2011 at t3-l2. This is the 12th of 16 reports submitted on this event.